Event description:
It was reported while using bd alaris extension set leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: leaking from extension set where on the extension set was the leakage? The staff isn¿t aware of exactly where it was leaking from. Did this happen with multiples units from a lot? The staff didn¿t keep the lot #. Did this happen with multiple placers/clinicians? This has now happened multiple times on two different units. Was there any harm to patient(s)? We are not aware of any permanent harm, but the patient had at a minimum, temporary discomfort. Additional medications were needed due to the leakage.

Manufacturer narrative:
Investigation summary: the customer reported the extension set was leaking, and returned one photo of the incident. The photo verifies the separation at the outlet tubing to trifuse hub. The root cause of the incident could not be determined without the sample for investigation. A device history record review could not be performed on material (B)(4) because the lot number is unknown.

Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6) hospital. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd alaris extension set leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: leaking from extension set: where on the extension set was the leakage? The staff isn¿t aware of exactly where it was leaking from. Did this happen with multiples units from a lot? The staff didn¿t keep the lot #. Did this happen with multiple placers/clinicians? This has now happened multiple times on two different units. Was there any harm to patient(s)? We are not aware of any permanent harm, but the patient had at a minimum, temporary discomfort. Additional medications were needed due to the leakage.